Manufacturer narrative:
Test strip lot number is unknown, the complainant reported that he combines test strips from one vial into another vial. Combining test strips would compromise the integrity of the strips. According to the caller, based on his result of 328 mg/dl he administered an additional 12 units of insulin to help lower his blood glucose level. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. Per label copy/ package insert: high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control, checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling: keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. Meter and test strips are expected to be returned for evaluation.

Event description:
Complainant called into customer support concerned about a high blood glucose readings when using his nova max link meter. Consumer did not eat or drink between tests. Consumer treated himself based on the 328 mg/dl result.

Manufacturer narrative:
Complaint could not be confirmed. Failure analysis of the returned device revealed that the nova max plus glucose monitoring device performed within specification. The complainant reported they combine test strips from multiple vials into one vial. Combining tests strips would compromise the integrity of the strips. Retain test strips could not be tested as we are unable to confirm or identify the lot numbers contained in the returned vial.